Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had bright light or glare in the upper left hand corner of the endoscopic image. The issue was found during a diagnostic upper endoscopy procedure that was completed with a similar device. There were no reports of patient harm.